Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 81 mg/dl. Customer was feeling low blood glucose symptoms with lo reading and retested, obtaining the 81 mg/dl result. Customer retrieved and consumed orange juice to bring blood glucose level back up. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a pt underwent a repair of a right indirect inguinal hernia via an open approach on (B) (6) 2009. The pt reported on his 6-month f/u questionnaire disabling symptoms (movement limitations while walking up stairs.) The report also indicates that the pt is currently taking narcotic pain medication. However, the pt did not indicate seeking medical attention.